Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fell, and the touch screen became shattered and unresponsive. The customer's blood glucose level was 210 mg/dl. The customer reverted to alternate insulin therapy.